Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (110 service code) has been confirmed. Upon investigation the monitor did not pass a pulse test. The cause for the failure was isolated to a shorted u1004, u1005, and u6 components on the ca board. The root cause for the shorted u1004, u1005, and u6 components could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor failed a pulse test.